Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was logged out of the device bh-5hp3 in the middle of transactions and the device stayed in the blue screen, user had to reboot the device to work properly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was constantly facing random reboot. A field service engineer (fse) replaced the power supply module to resolve the issue. The system functioned as intended after the field service engineer repaired the device.